Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and power on self-test were performed. During power on self-test an f-38 alarm was found. The cause of this was defective force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a follow-up MDR will be submitted.